Event description:
Customer reports a use by date on the vial of comfort curve test strips as 1/13/2008. The actual expiration date, confirmed with batch records of the domestic manufacturer is 1/31/2007. No action or treatment resulted from use of the expired strips. Requested return of suspect strips and a replacement was sent.